Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the helix would not extend, with a greater than normal number of turns, at implant attempt. The decision was made to use another lead. When removing the first lead, the coils had difficulty passing through the 9 french sheath. No patient complications were reported as a result of this event.